Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): babies formed blister like injury at injection site approximately 30 to 60 minutes after catheter insertion. This happened to more than one baby and parents are taking action against the hospital.

Manufacturer narrative:
(B)(4). No sample has been returned for investigation. We have informed our manufacturer accordingly. Reviewed the device history record and there were no defect encountered during in-process and final control inspection. Process cards also show no abnormalities. Sterility test information: process sterilization ((B)(4)) reviewed but found no discrepancy or deviation. All parameters are within specification. Bi sterility result ((B)(4)) reviewed and found all results are within the specification. Bacteria endotoxin (lal). Test result (bmi-2013/048) reviewed and all results are within the specification. We assess this complaint to be not judgable. If the sample and/or additional information becomes available, a follow up report will be submitted. (B)(4).